Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code (B)(4).

Event description:
It was reported to boston scientific corporation on january 10, 2023 that a wallflex biliary fully covered rmv stent was implanted to treat a benign stricture in the common bile duct during a stent placement procedure performed on an unknown date. The patient's anatomy was tortuous. On (B)(6) 2023, post stent placement, the stent was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure. When the stent was pulled with grasper, it was difficult to remove the stent and the retrieval wire broke. The physician grasped the exposed area of the stent but the wires broke and became unraveled. In the physician's assessment, the stent wires breaking may have been due to the stent ingrowth. Consequently, the wallflex biliary stent remained implanted and a plastic stent was placed stent-in-stent. The patient is scheduled to return in 2-3 months. There were no patient complications reported as a result of this event.